Event description:
Customer called to report a pod that caused elevated bg level (high of 452 with no ketones). Cannula and site looked clean and there was no blood or wetness. She was able to activate a new pod successfully and returned suspect pod for evaluation.

Manufacturer narrative:
The returned product eval confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.